Event description:
Olympus inspected the device at the service department of (B)(4) and found that the inside of the light guide lens was dirty. In addition, some of the wires that composes the forceps elevator wire were raised due to cutting or fraying. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. The insulation resistance was defective because part of the heat tube of the up/down angulation lock lever was cut off. The forceps did not work properly due to a broken forceps elevator wire. The light guide lens was broken. There was a wrinkle on the insertion tube. The endoscope cover was deformed. The electrical connector was corroded. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results, dirt inside the light guide lens may have been caused by the following: the physical stress created a gap in the adhesive part of the light guide lens, and dirt entered from there. Moisture infiltration into the device corroded the components inside the light guide lens, leaving the product as dirt. In addition, the forceps elevator wire may have been raised due to the following causes. It is possible that the wire was cut due to fatigue failure caused by repeated operation of the forceps elevator, and the forceps elevator wire was raised due to repeated brushing around the forceps elevator or repeated attachment / detachment of the distal cover. The instruction manual states warning of external stress to the distal end, inspection of the external surface of the entire insertion section including the bending section and the distal end, and performing a leakage test on the endoscope prior to manual cleaning. In addition, the instruction manual states that the forceps elevator mechanism should be inspected, the brushing method around the forceps elevator, and the mounting method for the distal cover. Therefore, the reported event can be prevented and detected by handling the device according to the instruction manual. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.